Event description:
It was reported that ther was a tear in the balloon. While unpacking the 3.00x15mm emerge balloon catheter, a tear in the balloon was noted. No other damage was noted on any other portion of the device. The device was not used and replaced with another of the same device. The patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. The inner shaft was buckled 20mm from the proximal balloon bond. Functional testing was completed with a .014" forte guidewire. As the guidewire was loaded through the distal tip the proximal end of the guidewire exited a hole in the inner shaft 20mm from the proximal balloon bond. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a tear in the balloon. While unpacking the 3.00x15mm emerge balloon catheter, a tear in the balloon was noted. No other damage was noted on any other portion of the device. The device was not used and replaced with another of the same device. The patient status is stable.

Manufacturer narrative:
(B)(4).